Event description:
During a trochanteric fixation nail procedure to repair a fractured femur, the preassembled locking mechanism in the nail was discovered to have advanced and was in the path of the helical blade. The surgeon backed out the locking mechanism, inserted the helical blade to its final position and completed the procedure. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specs.